Event description:
It was reported that the customer experienced an issue with their cartridge not properly fitting into the pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.